Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.5 for mechanical circulatory support. During support, the patient experienced bleeding issues and heparin was withheld. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.